Event description:
It was reported via an implant card received that the patient underwent a full vns replacement surgery due to high impedance. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently left out the information that during attempts at product return, it was revealed that the facility's surgical pathology lab had discontinued acceptance of explanted devices for pathologic evaluation and explants would be discarded in surgery as a result. Report source, corrected data: initial report inadvertently did not select user facility.

Event description:
Follow up with the surgeon's office revealed that the patient's notes indicated that the patient's vns was "not eos," or end of service. During attempts at product return, it was revealed that the facility's surgical pathology lab had discontinued acceptance of explanted devices for pathologic evaluation and explants would be discarded in surgery as a result.